Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and degenerative disc disease. It was reported that the ins was unable to recharge. The device was interrogated on (B)(6) 2017. The device won¿t turn on and was not working. The etiology indicated the relationship of the event to the device or therapy was related, but not related to the implant procedure. Specifically related to the recharge process of the patient¿s usability issues, had physical difficulties with recharging. The device was reprogrammed on (B)(6) 2017. The outcome was resolved without sequelae on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that there were no patient symptoms. The cause of the event was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.